Manufacturer narrative:
10/6/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a procedure on the veins. Reportedly, the clips scissored. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.